Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of the patient¿s death was not reported. It was unknown if therapy was ongoing or if the patient was connected at the time of death. It was also unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The serial number of the device was unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.